Event description:
Philips received a complaint from the customer on the v60 indicating that error for "proximal pressure sensor autozero failed" had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised to the customer that they should look at the pin alignment between the 8 solenoid pins going into the data acquisition (da) printed circuit board assembly (pcba). The customer reported back to the rse and confirmed that the pin alignment was causing the issue. The customer realigned the pins to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.